Manufacturer narrative:
Inspected one opened and used sensor. Sensor passed per specification with no broken or missing parts noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her sensor cannula broke and she doesn't know if it stayed in her body. Customer stated that she did not feel resistance when she removed the sensor. Customer stated that she noticed that the sensor cannula was missing, but she can not see it in her skin. Advised to attempt to remove the cannula, or seek medical attention to removed it. Nothing further was reported